Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
A healthcare professional reported right capsular contracture baker grade iii-IV diagnosed by palpation. The device has been explanted and replaced.

Event description:
A healthcare professional reported capsular contracture baker grade iii-IV diagnosed by palpation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red/yellow particles observed in the surface of the shell. Crease fold observed in the device. Biological tissue with color yellow in the surface of the shell

Event description:
A healthcare professional reported right capsular contracture baker grade iii-IV diagnosed by palpation. The device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Medical assistant reported a right side capsular contracture baker grade 4. Unknown if device has been explanted.